Manufacturer narrative:
Method - actual device not evaluated. No testing methods performed as product not returned to cbi. Results - no results available since no evaluation performed as product not returned to cbi. Conclusions - root cause inconclusive due to lack of details provided by the complainant. Investigation - evaluation: investigation into this feedback included review of the feedback details received, a review of the cbi complaint system did not reveal any previously filed complaints that match the details provided by the complainant, and all other communication and investigation into this feedback is being handled by our attorney. Summary of investigation findings: based on the information provided by the complainant, details regarding a specific correlation between the unspecified surgisis tissue graft's performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this feedback are being handled by our attorney. If/when additional information is obtained a follow-up MDR will be filed.

Event description:
The patient was reportedly implanted with an ams monarc subfascial hammock system and an ams perigee system with intepro on (B)(6) 2005 by dr. (B)(6) fellows at (B)(6) hosp. In (B)(6). These products were noted as being implanted in the patient with the intention of treating her stress urinary incontinence and pelvic organ prolapse. The patient and her attorney allege that as a result of these products being implanted in the patient, the patient has experienced pain, injury, additional medical treatment, and has undergone an additional surgical procedure. The following information was not provided by the complainant: specific information of the alleged injury, specific information regarding whether intervention was performed, specific information regarding why intervention was performed or what type/to what extent intervention was performed, specific correlation between device performances and alleged injury, current patient status.